Event description:
It was reported that approximately 3 months post implantation of a right ankle prosthesis, the patient presented with pain and swelling and was diagnosed with a right medial malleolar stress fracture. Patient was treated with a cam boot and noted to be recovering. No other intervention has been reported. Attempts have been made and all information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.